Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, the device loading unit partially fired. A new loading unit was used in order to complete the case. There was no patient injury.